Manufacturer narrative:
This article is under investigation. A follow up emdr will be sent to capture the completed investigation. Please note that separate reports to further capture the different events may be submitted based on the outcome of the investigation. Https://doi.org/10.1016/j.gie.2020.03.624.

Event description:
Cook became aware of the attached clinical literature article involving cook hemospray endoscopic hemostat. This article is under review and investigation. A follow up emdr will be sent to capture the pertinent information and completed investigation. Please note that separate reports to further capture the different events may be submitted based on the outcome of the investigation.

Manufacturer narrative:
Https://doi.org/10.1016/j.gie.2020.03.624 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU precautions, "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Cook became aware a clinical literature article involving cook hemospray endoscopic hemostat. The following are relevant excerpts: "512 patients: 343 men (67.0%), 169 women (33.0%); hospital location not reported- data collected from facilities in USA, UK, germany, france and spain... An unspecified number of patients were treated with hemospray as a monotherapy, hemospray combination therapy (other devices not specified), or hemospray rescue therapy. Initial hemostasis was achieved in 473/512 patients (92.4%) overall. Specifically, hemostasis was achieved in 95% of patients treated with hemospray monotherapy, 91% of patients treated with hemospray combination therapy, and 90% of patients treated with hemospray rescue therapy... No undesirable side effects were reported by the authors. No deaths were attributed to use of the device. Three patients required surgery for hemostasis [subject of this report]."